Manufacturer narrative:
Due to character limitation in e1, event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID- (B)(4).

Event description:
It was reported by fst during use that intra aortic balloon (iab) got ruptured and air-leak sound from iabp insertion site was noticed which was not there previously. No harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3. H6(type of investigation), h11. Corrected fields: d7a, h6(medical device ¿ problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. All failure modes related to balloon malfunction are addressed in the risk file and there individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.